Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small did not work properly causing bleed back. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the case continued without patient consequences. Additional information was received on the event. There was damage observed to the gasket. The hemostatic valve (gasket) did not break into two or more separate pieces. The gasket pushed into the hub. The sheath was being used on the patient and no air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 15 cc. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 02-jun-2022. It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small did not work properly causing bleed back. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the case continued without patient consequences. Additional information was received on the event. There was damage observed to the gasket. The hemostatic valve (gasket) did not break into two or more separate pieces. The gasket pushed into the hub. The sheath was being used on the patient and no air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed and patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 15 cc. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).